Event description:
Removing ambu bag from o2 tank, when a portion of the regulator broke off and began to vent the tank. Damage to quick connect portion of valve including springs and internal components were shot off of tank and grazed respiratory therapy's leg (no injury).